Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, prior to the initial implant procedure, this patient underwent a complete debranching procedure to maintain blood flow to the brachiocephalic, left common carotid, and left subclavian arteries. On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore&#59412;tag&#59412;thoracic endoprosthesis (tgt3715/8227403). The patient tolerated the procedure. On (B)(6) 2010, a proximal type I endoleak was revealed. On (B)(6) 2010, the patient was implanted with an additional gore&#59412;tag&#59412;thoracic endoprosthesis to treat the proximal type I endoleak. On (B)(6) 2010, in a follow-up study, the endoleak was resolved. Aneurysm diameter was 82 mm. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, in six-month follow-up study, aneurysm diameter was 68 mm. No adverse events were revealed. On (B)(6) 2011, in one-year follow-up study, aneurysm diameter was 55 mm. Endoleaks were not present. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter was 48 mm. A new aneurysm was formed distal to the initially treated aneurysm. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter had shrunk to 46 mm. The new aneurysm distal to the initially treated aneurysm was monitored. On (B)(6) 2014, thoracoabdominal aorta was surgically replaced to treat the aneurysm distal to the new aneurysm.